Event description:
On (B)(6) 2015 inspire became aware of the following event. A pt who was implanted with the inspire sys on (B)(6) 2015. On (B)(6) pt contacted his physician to report a hematoma on their neck and at the ipg (implantable pulse generator) incision site. The event was surgical in nature. No alleged prod deficiencies, and the device was not explanted. Given that the pt was on blood thinners the physicians felt it would be a safety issues to leave the hematoma untreated. Consequently the pt was brought back in so that the physician could conduct an evacuation of the hematoma on (B)(6) 2015 which resolved the event.